Event description:
The renal blood pump, continuous renal replacement therapy, showed codes c-21, e-23, technical code shows check light on every 1-2 mins. Baxter technician support replaced current board, and recalibrated the machine but the machine failed to function. The pt was placed on conventional dialysis.